Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized in insulin shock after taking too much insulin. The customer did bolus during night and woke up in the morning with cramps. His blood glucose was 1mmol/l and attempted to give him honey. His glucose level went up to 3mmol/l, but then it went down again. It was mentioned that the customer did not wake up for twelve hours. It was stated that the insulin pump was set to 0.2, but the child was given the maximum bolus of 6.5 units. No further information was provided.